Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating the issue occurred prior to the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6) , UDI#: (B)(4), product analysis: mainframe (B)(6). Product analysis stated found fuse of the patient interface stim 1 blow. Changing fuse of stim 1 system worked normally. And no fault found in mainframe imdrf codes: img g02030, fdd a090803, fdr c19, fdc d20 & fdm b01 product analysis: patient interface (B)(6) product analysis stated found fuse of the patient interface stim 1 blow. Changing fuse of stim 1 system worked normally imdrf codes: fdd a090803, img g0201202, fdr c0201, fdc d02 & fdm b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in nim mainframe there was no stimulation response. There was no patient involvement.